Event description:
Customer reports the defibrillator did not recognize a shockable rhythm when connected to a pt. Pt outcome not provided by customer. Svc rep unable to duplicate the reported condition. Proper operation of the device was confirmed.